Event description:
An optometrist reported that a pt who underwent lasik noted blurry vision in the right eye and was seeing double in that eye. The pt was diagnosed with irregular astigmatism. The pt was prescribed a myopic soft contact lens to improve the post lasik vision, however, now the pt is being asked to discontinue the contact lens. At this time there are no plant to perform a laser enhancement, but the pt will be checked again in the future. Add info is being requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).